Event description:
A customer reported lower scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On 01-jun-2021 at noon, the customer obtained unspecified low glucose values ate lunch. During the afternoon, additional unspecified low glucose scans were obtained, and the customer then ate ice cream. At 6 pm, the customer stated they did not "feel well" and was provided orange juice and pizza by the daughter. Once the customer arrived home, they were provided a spoon of honey as the glucose scans remained low. At 10:52 pm, the customer experienced nausea, fatigue, and "wanting to urinate. " a sensor scan of 64 mg/dl was obtained and compared to a blood glucose test of 242 mg/dl on the built-in meter, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer's daughter changed the sensor and provided the customer with a bolus of insulin (dosage unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (0m000dgklww) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2021 at noon, the customer obtained unspecified low glucose values ate lunch. During the afternoon, additional unspecified low glucose scans were obtained, and the customer then ate ice cream. At 6 pm, the customer stated they did not "feel well" and was provided orange juice and pizza by the daughter. Once the customer arrived home, they were provided a spoon of honey as the glucose scans remained low. At 10:52 pm, the customer experienced nausea, fatigue, and "wanting to urinate. " a sensor scan of 64 mg/dl was obtained and compared to a blood glucose test of 242 mg/dl on the built-in meter, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer's daughter changed the sensor and provided the customer with a bolus of insulin (dosage unknown) for treatment. There was no report of death or permanent injury associated with this event.